Event description:
The customer stated an architect i2000 analyzer generated error code 1007, unable to process test, when reaction vessels of lot 69436p100 were in use. This issue was resolved with the implementation of a new lot. There was no adverse impact to patient management reported.

Event description:
The facility reported a flo-gard infusion pump which over-infused an unknown amount during bio-medical testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B) (4)the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Manufacturer narrative:
(B) (4). Evaluation summary: a baxter service technician evaluated the device. The reported condition of a pump that "overinfused" was not duplicated or confirmed. The one-hour accuracy tests were performed at 125ml/hr. Test 1 delivered +2.04% and test 2 delivered +1.33%. At a lower rate of 10ml/hr test 3 delivered +3.91%. At 200ml/hr with 35ml volume to be infused test 4 delivered +1.86%. The pump passed all accuracy tests within specifications. The device was returned to the customer within specification.